Event description:
It was reported that the patient was not able to adjust stimulation. The device displayed the ¿call your doctor icon¿ and a power on reset (por) condition occurred. It was further reported that the patient was receiving proton radiation and he got the por message. It was noted that the patient had a return of symptoms so the implantable neurostimulator (ins) was probably off. The manufacturer representative cleared a por error code 0x-400 and recommended a neurology appointment following the remaining 12 treatments of radiation in order not to end up with a por every time. The patient had their next treatment scheduled for two days after the report. The patient was a left unilateral was on settings c+1-, 3.4v 60pw and 170 hz. No outcome or intervention was reported regarding this event. Further follow- up is being conducted to obtain this information. If additional information is received, a follow- up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0gvck, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0fvp0, implanted: (B)(6) 2014, product type: lead. (B)(4).